Event description:
It was reported that the user contacted support after the clinical management line adjusted ilet settings, and subsequent blood glucose was 261 mg/dl; the user had changed infusion supplies earlier and was advised to change supplies again if in doubt. Symptoms included hyperglycemia. Outcomes included no hospitalization and no reported injury. Investigation included support-led troubleshooting and user education. Investigation of this case revealed no alarms or alerts and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.